Event description:
A family member reported that the up arrow and down arrow keypad buttons have been intermittently unresponsive for the past 24 hours. She noted that the patient wears the pump in his pocket, and stated that the pump is not exposed to cleaning products.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: keypad button presses did activate desired pump functions. The keypad was removed and no damage was found to the button contacts. The bolus button was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.